Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure following implant trailing the surgeon removed the sz5 rp tibial insert surface trial - one of the posts broke off rendering the instrument unusable. There was little to no impact on the procedure as the instrument had already served its purpose for that procedure and there was a second identical instrument available if required.

Manufacturer narrative:
The device associated with this report was not returned, however review of the provided photographs confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.